Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged cable jackets on the system controller was confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Further analysis of the power cables was performed once the tape, plastic tubing, and zip ties were removed. There was superficial jacket damage to both cables. The cable jackets and shielding were stripped; there was no underlying damage to the wires observed. A root cause for the reported event was no conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that perfusionist noted broken outer layer on black and white power cable. No pump related issues were reported. Pump was working as expected. Controller exchange was performed on (B)(6) 2021.